Event description:
Reportedly, upon first device interrogation, the default value in year fields was ¿1900¿ in the patient screen.

Event description:
Reportedly, upon first device interrogation, the default value in year fields was ¿1900¿ in the patient screen.